Event description:
It was reported that on august 17, 2021, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. The patient reportedly had a hostile, tapered neck at the time of treatment. The patient tolerated the procedure and did not present with an endoleak following the procedure. On (B)(6), 2024, computed tomography (CT) imaging showed a type ia endoleak. A reintervention was planned for (B)(6), 2024. The cause of the endoleak is unknown.

Manufacturer narrative:
Gore® excluder® aaa endoprosthesis. Lot no: 22911088, plc161000 16mmx16mmx9.5cm 12fr. Gore® excluder® aaa endoprosthesis. Lot no. 18634195, pll161407 16mmx14.5mmx7cm 12fr. Gore® dryseal flex introducer sheath. Lot no. 23314167, dsf1233 33cm 12fr hydrophilie coating. Gore® dryseal flex introducer sheath. Lot no. 23509048, dsf1833 33cm 18fr hydrophilie coating. Device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak. Corrected conclusion codes.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: the length from the left renal artery to the proximal end of device measures ~ 10 mm. There is a lack of wall apposition in the first 15 mm of device length. There is a contrast-like density outside of the device, contrast cannot be confirmed with available image set of arterial-phase only CT. Unable to confirm a proximal type I endoleak. The product itself remains implanted and was not returned evaluation. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
It was reported that on (B)(6) 2021, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. The patient reportedly had a hostile, tapered neck at the time of treatment. The patient tolerated the procedure and did not present with an endoleak following the procedure. On (B)(6) 2024, computed tomography (CT) imaging showed a type ia endoleak due to disease progression at the aortic neck. On (B)(6) 2024, two aortic extender endoprosthesis devices were implanted to treat the endoleak. Post-operative CT imaging showed successful exclusion of the endoleak. The patient tolerated the procedure.